Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that at shift change, they noticed the purple hub of a ng tube was detached from ng tubing while venting an infant on ncpap which left a mess of milk in the bed. The patient was asleep, so they taped the tubing to syringe until the 0900 feeding, when a new ng tube was placed.